Event description:
It was reported that this pacemaker was found in safety mode. This device was recommended for replacement. Subsequently, this pacemaker was explanted and replaced successfully. This pacemaker was received for investigation. No additional adverse patient effects were reported.